Event description:
The nurse had their elbow on the stirrup and put their hand on the patient when the physician activated the pencil. The nurse was burned on the left forearm. It was a 1 degree burn, 2c by 1/2c, no blistering and no broken skin.